Manufacturer narrative:
(B)(4). The device sample has not been returned to the MFR for investigation at the time of this report. The MFR will continue to monitor and trend related complaints.

Event description:
Alleged event: it was reported that when completing the spinal surgery the skin staples were staying open. The patient's condition was reported as unk.